Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."this serves as a correction report. Section(2) updated as follows: d4 - lot # h2 - if follow-up, what type? H3 - device evaluated by mfg? H4 - device mfg date h6- type of investigation; investigation findings; investigation conclusions h10- additional mfg narrative

Event description:
A button/power issue was reported with the adc device. There was no response when the button was pressed, and the customer was unable to obtain readings. As a result, the customer experienced sweating, shaking, and a loss of consciousness. A healthcare professional provided treatment of glucose (dose unspecified) intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. There was no response when the button was pressed, and the customer was unable to obtain readings. As a result, the customer experienced sweating, shaking, and a loss of consciousness. A healthcare professional provided treatment of glucose (dose unspecified) intravenously. There was no report of death or permanent impairment associated with this event.